Event description:
Leakage from the twist clamp of uv transfer set. The pt rec'd a transfer set change. It was unk how long the set had been in place when the incident occurred. No pt injury or medical intervention as a result of the incident.